Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and shocks for what appears to be ventricular tachycardia (vt) with atrial fibrillation (af). This device is not designed to deliver therapy due to atrial arrhythmias, therefore this is considered inappropriate therapy. The device remains in service. Several corrective changes were recomended by boston scientific technical services (ts) and were actually made. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and shocks for what appears to be ventricular tachycardia (vt) with atrial fibrillation (af). This device is not designed to deliver therapy due to atrial arrhythmias, therefore this is considered inappropriate therapy. The device remains in service. Several corrective changes were recommended by boston scientific technical services (ts) and were actually made. No adverse patient effects were reported. The device was explanted due to normal battery depletion and has been returned for analysis without additional allegations.